Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she was doing more than 2 battery changes a month. The customer received a low battery alert. The customer's blood glucose reading was unknown. The customer also reported a hospitalization, however no further details were provided. The customer was advised to monitor the device and to call back if problems persisted. The insulin pump was not replaced or returned for analysis.